Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2015, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, bowel obstruction, severe, and chronic pain/discomfort. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2014: (B)(6) . (B)(6) , md. Office notes. Has cancer prostate; presently under androgen ablation for three-year period awaiting cryotherapy. Suffered heart attack september 2013; since, has had significant weight loss. On (B)(6) 2014: (B)(6) clinic. (B)(6) , md. Office notes. Weight 161 lbs, bmi 25.6. On (B)(6) 2015: (B)(6) . (B)(6) , md. Office notes. Chief complaint: umbilical hernia; noted greater than 10 years. Patient sees a bulge; protrudes further when standing, does not disappear when lies flat. Intermittent pain at umbilicus; related to physical activities; sometimes it goes back in and when it recurs, is very painful. No history of other hernia or prior surgery for this. Medical history: prostate cancer 2012 treated by radiation. Medications: aspirin. Abdomen: reducible umbilical hernia, weakness left groin. Impression/plan: umbilical hernia without obstruction or gangrene. Laparoscopic, possible open repair with mesh. Implant procedure: laparoscopic repair of umbilical hernia with placement of mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/13412041, 15 x 19 x 1 mm thick] implant date: november 16, 2015 (hospitalization-same day surgery) on (B)(6) 2015: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Anesthesia: general. Estimate blood loss: minimal. Replaced fluid: crystalloids. Specimen: none. Complications: none. Findings: an umbilical hernia with omentum incarcerated within the hernia defect which was approximately 3 cm. The patient has adhesions of the left upper quadrant. Description of procedure: ¿the patient was brought to the operating room table. After administration of general anesthesia with orotracheal intubation and cardiopulmonary monitoring, sequential stockings were placed on both lower extremities for dvt prophylaxis. Preoperative antibiotics were given. A time-out was performed, identifying the patient and the procedure. Briefing was done according to who guidelines. Local anesthesia was infiltrated in the left upper quadrant. A small incision was made and taken down through the skin and subcutaneous tissue. An optic trocar, 5 mm, with a 5 mm, 0-degree angled scope were advanced. Under direct endoscopic vision, access to the peritoneal cavity was obtained. Once inside, the inner cannula of the trocar was removed, leaving the trocar in place. The pneumoperitoneum was resumed. A 5 mm scope was then switched to a 5 mm, 30-degree angled scope. Inspection of the abdominal cavity under the insertion site of the trocar showed no injuries of the abdominal organs. Under direct endoscopic vision, 2 additional trocars were placed along the left flank. Each of these were 5 mm. Starting by taking pictures of the omentum incarcerated within the hernia, this was dissected and reduced. Adhesions from the omentum and the hernia sac were taken down until the omentum was completely reduced. A 3 cm defect was noted. The falciform was then taken down from the umbilicus to the liver edge to allow the mesh to lie flat. We then took a 15 x 19 gore-tex dual mesh plus, 1 mm thick. A total of 4 sutures of 0 gore-tex were placed on the edge of the mesh. The mesh was then pulled inside the pelvic cavity and rolled. The sutures were pulled out using the gore-tex suture passer and tied, affixing the mesh to the abdominal wall in a gently stretched position with the long axis in the craniocaudal direction and the short axis in the transvers direction and the smooth surface of the mesh facing the abdominal cavity with the rough surface facing the abdominal wall and the hernia defect. The mesh was then tacked to the abdominal wall using a protack in a double crown technique. The trocars were then pulled out. Photo documentation of the mesh was already obtained. The 3 trocar incisions were closed in a single layer with 4-0 monocryl subcuticular sutures. Steri-strip and sterile dressing applied. The patient tolerated the procedure very well and was transferred to the recovery room extubated and in stable condition.¿ on (B)(6) 2015: (B)(6) hospital [assigned]. [Photographs taken during surgery]. On (B)(6) 2015: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 13412041. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/13412041) was implanted during the procedure. Relevant medical information: on (B)(6) 2015: (B)(6) . Dr. (B)(6) . Discharge instructions. Percocet as needed for pain, continue aspirin. Rest today. Wear abdominal binder for three weeks. On (B)(6) 2016: (B)(6) hospital. (B)(6) , do. Emergency department visit. Complaining on abdominal pain that started yesterday. Comes and goes; quite severe. At one time, basically on his knees, dripping sweat because of pain. Gets nausea with cold sweats. Medical history: ascending aortic root dilatation. Social: non-smoker, occasional alcohol. Weight: 67 kg. CT abdomen/pelvis showed abnormally dilated small bowel loops consistent with small-bowel obstruction. Swirled appearance of mesentery consistent with volvulus. Dr. Mason to see patient. On (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: severe abdominal pain. Findings: pelvis: ventral hernia mesh, small hiatal hernia. Impression: abnormally dilated small bowel loops in mid abdomen with distal fecalization and transition point to collapsed pelvic consistent with small bowel obstruction. Swirled appearance of mesentery with an apparent 360 rotation of mesenteric vessels, consistent with volvulus. Superior mesenteric vein severely compressed, moderate venous congestion of mesentery. Moderate amount of free pelvic fluid seen. Surgical consultation necessary. Post ventral hernia repair. On (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Radiology ¿ abdomen x-ray. Impression: severe constipation, no acute disease. On (B)(6) 2016: (B)(6) hospital. (B)(6) , md. History and physical. In usual state of health until yesterday when he was working; is a painter. Started to have abdominal pain, cramps mostly in mid to lower abdomen. Tried to throw up; could not. Not bothered by this type of problem in past. Had cardiac stents, maybe three years ago; was on plavix for a year. Surgical history: belly button hernia last november repaired with large piece of intra-abdominal mesh. Has regular colonoscopies; some radiation changes, diverticulitis. Exam: thin, zero abdominal tenderness at this point. No abdominal wall hernias, small laparoscopic incisions well-healed. Can see a piece of mesh on the cat scan also [sic]. No groin hernias. I suggested he would need an operation and there was a swirl, could be from an adhesion, but did not want bowels to become compromised. Operation a little more challenging because of piece of mesh; just getting access to abdominal cavity and then closing up the mesh and wondering about infection and things like that. This happened rather suddenly, was given pain medications and now having no abdominal pain; difficult to convince him he needs an operation in that setting. Going to put in hospital under observation. If he has pain, I can re-examine him; once he realizes pain medication wears off and he is going to have pain and problem not solved, will proceed to operating room. He understands operation would involve cutting through the mesh. I do not think a nasogastric tube has much to offer with complete swirl of mesentery, might be like a closed loop obstruction. Not really dilated bowel above it, stomach not dilated. On (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction secondary to a single adhesive band. Procedure: exploratory laparotomy, lysis of adhesions and biopsy of mesentery. Anesthesia: general endotracheal tube. Estimated blood loss: minimal. IV fluids: minimal. Findings: single adhesive band to [sic] on the underside of the intraabdominal mesh causing the obstruction with rotation around this. Scarring and drawing in of the mesentery though not clearly a malignant manner, not causing any evidence of obstruction in the ileum, biopsied. Description of procedure: ¿with the patient under general anesthetic after 2 grams of mefoxin given IV, venodynes on, o2 tube in place, the patient¿s abdomen is prepped and draped in usual sterile fashion. Local anesthetic was instilled before making the incision. Then a midline incision was made from above and below the umbilicus and carried down sharply through the skin. Electrocautery subcutaneous tissues and we came in through the linea alba, through the linea alba down to the gore-tex mesh. The gore-tex mesh was grabbed between the two snaps and then with the knife. We directly entered the peritoneal cavity safely. What was evident was there was small bowel that was dilated and there was decompressed small bowel. There is not really much in the way of any ascites. What was also evident was there was really no adhesions to the mesh itself, but there were adhesions in a couple different areas to the tacks, specifically to the tacks. One of these adhesions to the tacks was the area of obstruction with rotation around it. These adhesions to the tacks were lysed relieving the obstruction. At this point in time, we ran the small bowel and this was in the mid jejunum. At this point in time, we ran the small bowel from the ligament of treitz all the way to the ileum, and what we found about 6 inches proximal to the ileocecal valve was a drawing in of the mesentery. This was not causing obstruction. Did not seem to be anything luminal or associated with the bowel, but separate, and we were able to milk the bowel contents easily past this area and into the cecum. What I did was do a biopsy of this area, did not appear to be malignant. I am not sure if it was secondary to his radiation that he had, but did not seem to be a lot of radiation change to the serosal surfaces, but this area was biopsied thoroughly in two different areas. So, at this point in time, we explored the abdominal cavity, I felt nothing unusual in the liver surfaces nor the colonic surfaces. The patient had regular colonoscopies he says, and so we irrigated the abdominal cavity. Hemostasis was good. We replaced all the bowel contents in appropriate manner and ran them one last time. There were no serosal tears or anything that looked good upon inspection and then I elected to close the mesh as we had opened the mesh with the mayo scissors. Then, I closed that it [sic] with 0 prolene in a running fashion to close the mesh. We then irrigated the wound. I closed the fascia above this in the standard manner with a #1 pds in 5 mm bites, 5 mm advancement. The umbilical hernia I did take the hernia contents out of it, which was just preperitoneal fat as that still remained and then I tacked down the umbilicus to the fascia with 3-0 vicryl, irrigated with betadine, irrigated with saline and closed the wound with 3-0 vicryl in subcutaneous manner and 4-0 monocryl in a running subcuticular stitch. Again the fascia was closed with #1 pds in a running fashion. So once we did this, we injected exparel around the wound, and then we cleaned and bandaged with steri-strips and gauze at the end of the case. The patient was extubated and taken to recovery room stable. I was told at the end of the case by [sic] that all the counts were correct x 2.¿ on (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Pathology report. Case number: (B)(4). Tissue/specimen: 1. Biopsy of small bowel mesentery. Diagnosis: small bowel mesentery, biopsy: fibroadipose tissue with organizing hemorrhagic fibrosis, mild chronic inflammation, and radiation type changes. Negative for malignancy. Clinical information: small bowel obstruction, history of radiation for prostate ca. Postoperative diagnosis: pathology pending. Procedure: lysis of adhesions, biopsy of small bowel mesentery. Gross description: received in formalin, identified as (B)(6) ((B)(6) 1949): biopsy of small bowel mesentery, are 2 tan-gray to yellow fatty fragment of tissue measuring from 0.8 x 0.3 x 0.3 cm to 0.5 x 0.4 x 0.3 cm. The tissue is poured into a specimen bag. Intact 1a. On (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Discharge summary. Going home after exploratory laparotomy and lysis of adhesions for small-bowel obstruction secondary to a piece of small bowel being stuck to the mesh in a twist rotation around it. Has done quite well. Tolerating full liquids, ambulating, passing gas, no bowel movement. No reason not to send him home. We did cut through previous intraabdominal mesh and sewed it back together and then sewed fascia over it. Will see back in office. On (B)(6) 2018: (B)(6) clinic. (B)(6) , fnp. Office notes. Doing quite well. Works part time doing interior painting. Lifts weights. Weight 156 lbs, bmi 25.6. Never smoker. Abdomen soft, nontender, no masses. Explant procedure: [ni]. Explant date: [ni]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.